Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause for the failure to power on was isolated to the computer/analog pca. The u1003 pld (programmable logic device) was defective. The root cause for the defective u1003 pld could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.